Manufacturer narrative:
Concomitant medical products: product ID:97755 lot#:lf061469n, product type: recharger. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) implanted with an implantable neurostimulator (ins). It was reported that the pt had an ins revision to place the ins deeper in the pocket because it kept popping out of the original site. They have had trouble charging the ins. The pt stated that their ins has not been charged for some time. It was reviewed that the ins could be in overdischarge. In passive recharge mode, the pt stated seeing 60s - 70s for the connection to the ins. The pt was never able to reach anything over 70's. The pt then reported they were seeing "poor recharge quality" message on the controller no matter what they would press. The issue was not resolved. An email was sent to repair to replace the recharger (rtm).